Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the right ventricular (rv) lead exhibited unstable thresholds and intermittent capture at all outputs. The rv lead was removed and replaced. Upon removal, the lead was found to have tissue in the helix. No patient complications have been reported as a result of this event.